Event description:
Biomed at a user facility reported a ventilator that displayed high peak/safety valve/circuit occlusion during the pre-use check set up in adult mode. The issue was duplicated I the biomed department. Carefusion advised the biomed to change the exhalation flow sensor, and calibrate the inspiratory/expiratory pressure transducers. Field service was dispatched to assist with the evaluation and repair.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported that the avea unit was alarming circuit occlusion, extended high peak pressure, and safety valve open alarm after cycle on; the unit was inoperable. There was no patient involvement at the time of the incident. The issue occurred during pre-use check set up.

Manufacturer narrative:
(B)(4). Field service evaluated the unit as follows: he checked the event log and there was nothing recent there except temp errors 3/27 (likely from service). He then obtained the calibration code and verified expiratory pressure transducer failure. The issue was confirmed, however parts are currently not available to make the necessary repairs. The customer was instructed to set the ventilator aside until parts become available/further instruction from carefusion.